Event description:
(Os 16.714). The dentist reported 60 days after the dental implant was installed in intraoral region #28 it was verified its non osseointegration. 20 ncm of primary stability was achieved and immediate load was not performed.